Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The reported condition of a leak was confirmed. The leak was due to a cracked fill port. The root cause of the cracked fill port was undetermined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.

Event description:
Baxter (B)(4) received a report of an infusor that leaked at the filling port. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.